Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven and a half (7.5) years later during a routine follow up, a computed tomography (CT) scan identified a type 3b endoleak. The physician completed a successful re-intervention and elected to reline the existing grafts with an afx2 bifurcated stent graft. The endoleak was resolved and the patient is reportedly stable. Additional information: clinical assessment identified a type ii endoleak of the internal mesenteric artery with resultant coiling on 08/30/2016 and sac growth of 18mm occurred.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak event of the distal bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak of the internal mesenteric artery with resultant coiling and sac growth of 18mm occurred. Procedure related harms of this event could not be determined with the medical records available for review. The most likely causation for the reported event is device-related due to the use of strata material. The final patient status was reported as being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven and a half (7.5) years later during a routine follow up, a computed tomography (CT) scan identified a type 3b endoleak. The physician completed a successful re-intervention and elected to reline the existing grafts with an afx2 bifurcated stent graft. The endoleak was resolved and the patient is reportedly stable.